Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this prod family was conducted. In the past twelve months, there have been 2 reported occurrences similar in nature. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the info provided indicated the needle was not kept stationary during an application of cautery. Needle breakage can occur if the needle experiences limited movement of the needle knife during electrocautery application. The instructions for use caution the user that it is essential to move the while applying current. The instructions for use state that maintaining the needle in one position can result in focal coagulation, charring of the tissue or breakage of the needle knife. A broken needle can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this prod line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in a broken needle. Prior to distribution, all fusion triple lumen needle knifes are subjected to a visual inspection and a functional test to ensure device integrity. The functional test includes ensuring proper needle extension. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion triple lumen needle knife. During cutting, a piece of the needle broke and detached in the pt's gastrointestinal tract. The piece of the needle was retrieved using forceps without difficulty. After retrieval, the procedure continued. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.